Event description:
The family is questioning if the unit had any affect on the consumer's death.

Manufacturer narrative:
After a patient's death, the family turned on the concentrator and the unit allegedly would not go above 2 liters per minute and would shut down and alarm. The device is no longer in warranty. The device maintenance history is unknown. The device is not life sustaining and invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Manufacturer states this equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining. MDR filed as a conservative measure.